Manufacturer narrative:
(B)(4). Evaluation, results: (paralysis, embolization).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 56mm x 70mm saccular taa at zone 3. The thoracic aortic neck diameter on the proximal side was 42 mm, and the distal side was 34 mm. There was severe mural thrombosis throughout the entire aortic wall, and the aortic arch has rough/shaggy thrombosis. It was reported that two talent thoracic stent grafts were implanted without issue. (Mfr2953200-2011-00013). After the anesthesia wore off the patient could not move their left arm and right leg. The patient's diagnosis was paralysis due to multiple cerebral infarctions. Thrombolytic therapy was started at the cerebral surgery division. The physician commented that the paralysis may be due to the multiple cerebral infarctions caused by transfer of the loose mural thrombus to the brain during intervention of talent taa.